Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. Log file analysis revealed thirteen (13) controller power events logged on (B)(6) 2021 between 21:26:42 and 21:28:58. The data point prior to the losses of power revealed that (B)(6) was connected to power port 1 with 24% relative state of charge (rsoc) and (B)(6) was connected to power port 2 with 98% rsoc. No anomalies were recorded leading up to the initial loss of power. Review of the alarm log file revealed a controller fault alarm logged on (B)(6) 2021 at 21:26:51 due to a power out of range condition, during an attempted motor start. During the controller fault alarm, (B)(6) was connected to power port 1 and no power source was connected to power port 2; a safety alert word (saw) value was recorded on (B)(6), indicating an overcurrent alert. Additionally, the log files recorded a high-power consumption during the controller fault alarm, drawing more current from the battery. The data point recorded after the losses of power, at 21:29:45, revealed (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2; a safety alert word (saw) value was recorded on (B)(6), indicating an overcurrent alert. It is likely the overcurrent condition prevented the batteries from providing power, resulting in the additional losses of power to the controller. A vad stopped alarm was logged on (B)(6) 2021 at 21:29:27 due to a failure of the pump to restart after several attempts. A successful motor start event was then recorded at 21:29:45. Furthermore, review of the controller log files revealed consistent power consumption above normal operating range leading up to (B)(6) 2021. The observed consistent power consumption above normal range is an additional finding not related to the reported event. Based on the risk documentation, the most likely root cause of the observed consistent power consumption above normal operating range event can be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. As a result, the reported loss of power, controller fault alarm, and vad stop events were confirmed. Information received from the site indicated that, following the vad stop event, the patient received inotropes and antihypertensives for worsening heart failure and underwent a computerized tomography (CT) scan. Per the instructions for use, worsening heart failure is known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. The most likely root cause of the initial loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller loss of power during pump start due to battery discharge overcurrent condition. Based on the available information, the most likely root cause of the reported controller fault alarm can be attributed to a battery connected to the controller with a low rsoc value during a motor start event with high power consumption, drawing more current from the battery resulting in a power out of range condition. Pr00551638 is investigating controller losses of power. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0 h3: yes h6: img code(s): g04035 h6: FDA method code(s): b15, b17 h6: FDA result code(s): c23, c02, c19 h6: FDA conclusion code(s): d11, d15, d10 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. Section b2 and h1 were corrected. This regulatory report is being submitted as part of a retrospective review and remediation due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2019 / serial or lot#: (B)(4) UDI #: (B)(4). Device evaluated: no. Mfg date: 30-sep-2018. Labeled for single use: no. (B)(4).

Event description:
It was reported that the patient lost consciousness after the controller exhibited a controller fault alarm, had an unexpected loss of power, and exhibited a vad stopped alarm. It was reported that the patient had attempted to change the power sources prior to the alarms and loss of power and it was suspected that the patient mistakenly disconnected both power sources at the same time. The power sources were reconnected and the vad restarted. The patient received inotropes and antihypertensives for worsening heart failure and underwent a computerized tomography (CT) scan. The controller and vad remain in use. No further patient complications have beenreported as a result of this event.